Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Upon powering up the unit, biomed got a 110.6020 error. Failure device type: alaris system instrument failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: ask the biomed to push on the keypad and feel if any button did not seem right. Biomed stated a few of the buttons did not work. Recommend he replace the front case due to a defective keypad. Transferred to (B)(4) to order front case.